Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4) applies to the catheter (product ID: 8598a, serial # (B)(4)). (B)(4) applies to the catheter (product ID: 8598a, serial # (B)(4)). (B)(4) applies to the catheter (product ID: 8598a, serial # (B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving prialt/zicon otide 25 mcg/ml for a total dose of 3.999 mcg/day via an implantable pump for non-malignant pain, chronic low back pain, and spinal pain. It was reported on an unknown date patient had no pain relief after previous catheter revision. It was unknown as to what environmental/external/patient factors may have led, caused, or contributed to the event. Troubleshooting/diagnostics performed included an unsuccessful dye study in healthcare professional's office. It was noted the issue was resolved at time report and patient's status at time of report was "alive-no injury." It was noted surgical intervention did occur. It was noted the catheter will not be return as customer discarded and product was not replaced, but will be replaced in the future by manufacturer product. It was later reported that the healthcare professional initially reported the event to manufacturer representative. It was unknown as to when the patient first started experiencing the issue. When asked to clarify if the revision was due to device issue, patient/therapy issue, procedure issue, etc. It was stated as unknown. The cause of the unsuccessful dye study was catheter was not in intrathecal space. It was noted the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.